Manufacturer narrative:
Device powered up with a blank display. After further review of the devices interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the unit still powered up with a blank display. The blank display appears to be due to some problem with electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.